Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. While removing the 3.50mm x 24mm promus element stent delivery system (sds) from it's packaging, it was noted that the stent struts were damaged. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. While removing the 3.50mm x 24mm promus element stent delivery system (sds) from it's packaging, it was noted that the stent struts were damaged. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned with the stent moved 3 mm distal to the distal markerband. Strut rows towards the middle end of the stent were damaged and compressed longitudinally. The outer diameter (od) of the stent damage was approximately 1.92 mm. The od of the stent area where no damage was present was measured at approximately 1.23 mm. The stent length was measured at approximately 20 mm. There were also kinks identified along the entire length of the hypotube shaft. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).